Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged the day after implant. The ra lead was repositioned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The provided implant and event date do not match this event description. Therefore, they will not be added to this report. It appears this event happened at the start of (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.